Event description:
Report received that the device did not alarm for air in line during routine preventative maintenance testing. There was no report of any adverse pt events while the device was in clinical use.